Event description:
The lead was returned to the manufacturer after being explanted due to a lead fracture on the svc coil, as seen on x-ray, and increased impedance. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) proximal conductor fractured; full lead in segments was received and analyzed. Exposed svc defib conductor wires fractured at 39.5cm and 40 cm, and were distorted. Several conductors were distorted. The outer tubing was kinked/buckled, and was melted. The outer tubing insulation is torn, the lead is stretched, and there was clavicle-rib damage.